Manufacturer narrative:
Investigation summary: catalog 367845, lot number 1259245, bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and the indicated failure mode of foreign matter on the inside of the tube was observed. The foreign matter appears to be a piece of the hemogard closure material for the product. Bd determined the root cause of the issue of foreign matter to be attributed to the manufacturing process. There has been increased awareness for cleanliness and reduction of foreign matter. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer visually confirmed an fm in the tube before use. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a non-biological fm in tube. The customer visually confirmed an fm in the tube before use."